Event description:
The customer contacted global technical services (gts) regarding a high drain 104/call pd nurse alarm, which indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. This occurred on the homechoice pro (hcp) during drain 4 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp stated that they slept through the entire therapy last night. The tsr advised the hp to contact the peritoneal dialysis registered nurse (pdrn) about the event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse was made aware of the alarm. She stated that the patient did not have any fluid left in him so she wasn?t sure what was causing the overfill. She stated that she believed it might be the machine. (B)(6) informed the nurse that if it was caused by any settings being incorrectly programmed they would let her know. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.